Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc). A device changeout procedure was performed and this device was explanted and replaced. During the procedure, the ra lead was tested and capture was obtained. The physician discussed header calcification may have been the cause of the loc on the ra. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc). A device changeout procedure was performed and this device was explanted and replaced. During the procedure, the ra lead was tested and capture was obtained. The physician discussed header calcification may have been the cause of the loc on the ra. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.